Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging that "the meter was stuck on 888". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.